Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the three dashes. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2010 at 11:25 (am or pm not specified). The patient indicated she manages her diabetes with pill and diet/exercise. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. The patient stated she was feeling nervous, shaky, and sweating 21 minutes after the start of the alleged issue. The patient however denied receiving any medical treatment in response to the alleged symptoms. At the time of troubleshooting, the cca verified that the patient had used the subject meter for the first time. The alleged issue was resolved through training. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.